Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the device, it was noted that due to patient anatomy, the echocardiogram quality was very poor. The clip was inserted, but since echo was poor, grasping was unclear. After several grasping attempts, the physician decided to deploy the clip. However, after the clip was deployed, the posterior leaflet partially ruptured, causing the clip to detach from the posterior leaflet and remained attached to anterior leaflet (single leaflet device attachment/slda). It was noted that the partially ruptured was caused by the several grasping attempts. To stabilize the slda, an additional clip was implanted on the medial side, reducing mr to a grade of 1-2. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping appears to be related to poor image resolution. The poor image resolution was due to patient anatomy and the single leaflet device attachment (slda) was due to the ruptured leaflet; therefore, attributed to procedural conditions. The tissue damage appears to be related to procedural condition due to the difficulty grasping. The reported patient effect of tissue damage, as listed in the mitraclip nt system, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.